Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During trialing the neck segment got stuck and the bolt broke off.

Manufacturer narrative:
The instrument associated with this report was not returned. Previous investigations for the locking mechanism having seized/screw breakage found the root cause is attributed to user error. It is suspected to be related to inadvertently over tightening or over loosening the hex nut component. A design change of the locking mechanism was implemented on december 17, 2014 via co (B)(4) to help alleviate with this type of complaint. The lot code to determine manufacturing age is not known. The investigation is unable to draw any conclusions regarding this specific instrument with the information available. Corrective action not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.